Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device coupling was worn, had low power, made excessive noise and had component damage. The device also failed pretests for general condition, attachment coupling and check power with power test bench. The reported condition of the device overheating was not confirmed. The assignable root cause was traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from netherlands that the small battery drive device generated heat and made strange noises. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.